Event description:
The patient device was reportedly explanted due to a suspected device failure. The pt was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently in the process of gathering additional info. When additional info is received, a supplemental report will be submitted.